Event description:
Patient was revised to address pain and stiffness.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 3 years ago. Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states during a revision surgery the surgeon performed some soft tissue release, which helped but did not resolve her problem. It was decided at that point to remove the 52x15 standard head and replace it with a 40x15 standard head which increased her range of motion and seemed to be a better fit for her size 6 stem. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications. Review of the as400 system show that other devices from lot bj4gg1 have been delivered and can reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.